Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This report will be updated when analysis is complete.

Event description:
It was reported that upon efforts to interrogate this device an alert was generated stating this device is in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Device memory was reviewed and it was determined the device experienced a memory inconsistency in the active device firmware. Next, a cyclic redundancy check (crc) was performed which was successful after upgrading the device with the most current software version. The device was put through the returned products test (rpt) which involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Final laboratory evaluation was not able to confirm the root cause of the memory corruption. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.